Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer report that they were performing a percutaneous microwave liver ablation procedure on two tumors. The ablation on the first tumor was performed without issue. On the second tumor ablation, the generator showed fault e40 and turned itself off after 6 minutes. The generator was then rebooted and ran for 1 1/2 minutes before again shutting down for e40. Another reboot was done and it ran 30 seconds more before shutting down. The procedure was stopped at that time after 7 1/2 minutes of a normal 10 minute ablation. There was no pt injury.